Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: added additional patient code: 3191 (no code available) is being used for "mesh failure." H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 1/12/2005 were not provided. 01/12/05: barton memorial hospital. Paul knight, md. Radiology¿ultrasound pelvis. Indication: positive pregnancy test, pelvic pain. Impression: no adnexal masses identified, that would raise suspicion for extra-uterine pregnancy. As the pt has positive pregnancy test, no gestational sac is seen within uterus, it should be considered an extra-uterine pregnancy until proven otherwise. 02/05/06: barton memorial hospital. Paul knight, md. Radiology¿ultrasound pelvis. Indication: abdominal pain. Positive pregnancy test. Impression: intrauterine pregnancy is present of 6 weeks and 3 days gestation by gestational sac size. 11/06/06: dyersburg regional medical center. Bernie brunson, md. Operative report. Preop dx: epigastric hernia, large. Epigastric pain. Postop dx: [same and] umbilical hernia. Procedures: laparoscopic hernia repair with gore-tex dual-plus mesh. Laparoscopic umbilical hernia repair (separate procedure). Surgeon: fred moore, md. Indications: see history and physical. Procedure: ¿the patient was taken to the operating room and placed in supine position on the operating room table. She had scds and ted hose in place. She was given ancef 1 gram IV preoperatively. After satisfactory general anesthesia was induced the abdomen was prepped and draped in the usual sterile fashion. With the patient in head-down position a small transverse incision was made beneath the umbilicus. Veress needle was inserted without difficulty. Saline aspiration and irrigation were used to confirm proper placement. The abdomen was then insufflated with co2 gas to a pressure of 15 mmhg. After adequate insufflation was obtained 5 mm trocar was inserted. The abdomen was examined. There was no sign of injury. The hernia was found to be quite large when insufflated. Three working ports were then placed in the anterior axillary line along the left side in their usual positions. There were no adhesions or nothing stuck in the hernia. The hernia was examined. She was also noted to have an umbilical hernia much lower. Using the spinal needle the outer dimensions of the hernia were measured. It was found to be 12 cm x 14 cm. A piece of mesh 15 cm x 15 cm was cut to fit. Then 0 ethibond sutures were placed in each of the corners. It was placed inside the abdominal cavity. It had been marked preoperatively to allow appropriate orientation. The mesh was then pulled up against the abdominal wall using endoclose. Endo tracker was used taking great care to make sure the tacks were securely imbedded in the mesh. The 0 ethibond sutures were then placed using the endoclose at the 3, 6, 9 and 12 o¿clock positions. Once this mesh was securely tacked down the umbilical hernia was identified. A smaller piece of mesh was cut to fit. Then 0 ethibond sutures were placed in each corner. These were then pulled transfascially to hold it in place. Clips were used once again being sure the clips were imbedded far enough to create any injury to bowel. Then 0 ethibond sutures were tied up to hold the mesh in place. The repairs were inspected. There was no sign of bleeding or injury of any intra-abdominal organ during the procedure. Instruments and trocars were removed and the abdomen was decompressed. Then 4-0 vicryl was used to close the trocar sites. Dermabond was used on all the incision sites. She tolerated the procedure well and was taken to the postanesthesia care unit in stable condition.¿ 11/06/06: dyersburg regional medical center. Operating room record. Implants: gore dualmesh plus biomaterial. Ref #: 1dlmcp06. Lot #: 04417112. Wl. Gore & associates. Autosuture. Ref #: ptack30. Lot #: p8h1415. Exp: 2011-08. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/04417112) was implanted during the procedure. 11/06/06: dyersburg regional medical center. Photocopy. [Poor-quality copy] four photographs, possibly of abdominal site of surgery. 11/08/06: dyersburg regional medical center. Bernie brunson, md. Discharge summary. Dx: large ventral epigastric hernia. Epigastric abdominal pain. Procedure: laparoscopic epigastric hernia repair with gortex dual-plus mesh. Hospital course: I saw while she was pregnant. Had developed large epigastric hernia, symptomatic. Able to be reduced easily. She had a very large piece of mesh placed. Admitted for pain control and observation postop. Wbc went up to 17,000 first day. Abdomen soft, remained afebrile. Next day wbc came down. Discharge instructions: d/c home with abdominal binder to wear at all times except to shower. F/u 2 weeks. 09/24/07: dyersburg regional medical center. Bernie brunson, md. Operative report. Preop dx: epigastric ventral hernia. Epigastric pain. Postop dx: epigastric ventral hernia. Extensive intraabdominal adhesions. Procedure: laparoscopic ventral epigastric hernia repair with gore-tex dual plus mesh. Lysis of adhesions, 1 hour spent, separate procedure. Indication: see history and physical. Procedure: ¿the patient was taken to the operating room and placed in the supine position on the operating room table. She had scds and ted hose placed. She was given ancef 1 gram IV. After satisfactory general anesthesia was induced the abdomen was prepped and draped in the usual sterile fashion. She was placed in the head-down position. A small transverse incision was made beneath the umbilicus. Veress needle was inserted without difficulty. Saline aspiration and irrigation was used to confirm proper placement. The abdomen was then insufflated with co2 gas to a pressure of 15 mmhg. The hernia became very noticeable once the abdomen was insufflated. Three working ports were then placed along the left side in the anterior axillary line. A 10/12 port and two 5 ports were placed in the usual position. An extensive lysis of adhesions was then begun. There was noted to be extensive adhesions down into the hernia sac which could be taken down as it was being reduced manually. There were also extensive adhesions to the mesh of omentum and intestine. There was intestine incarcerated within the hernia sac which was gently pulled out. This bowel appeared to have had some thinning and looked somewhat inflamed but appeared viable. All bowel that was taken down was inspected several times throughout the procedure at varying times in order to make sure that there was no missed perforation. Once the adhesions were taken down and the hernia sac was divided with the hernia being easily visible, a spinal needle was used to mark the outlines of the new epigastric hernia. The other meshes could be seen in there [sic] place and there was no recurrent hernia through the mesh or immediately adjacent to the mesh. A piece of mesh was then cut to fit to allow 3 to 4 cm of overlap of the hernia defect. Also allowed enough to have overlap of the previously placed mesh. Sutures of 1-0 ethibond were placed in each of the 4 corners and the mesh was rolled up and placed inside the abdominal cavity through the large trocar site. Once the mesh was in position 1-0 ethibond sutures were used in each of the 4 corners to pull the mesh up into its normal position. The mesh had been marked for appropriate orientation. Protacker was then used to tack the mesh circumferentially. Sutures of 1-0 ethibond were then placed through small stab incisions using the endoclose at the 12, 3, 6, and 9 o¿clock positions. Once the mesh was in good place, the abdomen was inspected. There was no sign of bleeding anywhere. Copious irrigation was performed. The small bowel was then run once again to be sure that there was no missed perforation or tear within the small bowel. None was seen. At that point the abdomen was decompressed and all instruments and trocars were removed. Sutures of 4-0 vicryl were used to close skin incisions. Marcaine 0.5% with epinephrine was injected for postoperative analgesia. Subcuticular suture of 4-0 vicryl was used to close the skin. Dermabond was used for a dressing. She tolerated the procedure well and abdominal binder was placed. She was taken to the post anesthesia care unit in stable condition.¿ 09/24/07: dyersburg regional medical center. Operating room record. Implants: gore dualmesh plus biomaterial. Ref #: 1dlmcp06. Lot #: 05160779. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/05160779) was implanted during the procedure. 09/26/07: dyersburg regional medical center. Bernie brunson, md. Discharge summary. Dx: epigastric ventral hernia. Epigastric pain. Extensive intra-abdominal adhesion. Procedures: laparoscopic ventral hernia repair with gore-tex dual plus mesh. Lysis of adhesions. Hospital course: previous repair of ventral hernias before. She apparently at work was pulling on something which caused her to strain her abdominal wall and she felt she had a new hernia. On exam she felt like she had a new epigastric hernia in a different location from other hernias. She was taken to or. In or, extensive adhesions were found within the abdominal cavity. These were painstakingly taken down. This allowed exposure of the hernia and repair using gore-tex dual plus mesh. Postop she was watched closely for signs of bowel perforation. Wbc came down to normal. At time of d/c doing well. D/c home with instructions not to lift anything over 10 pounds. Is to wear abdominal binder 24/7, may remove to shower. F/u 2 weeks. 10/21/08: louisville general surgery, pllc. C. Matthew brown, md. Office visit. Hpi: 27 weeks pregnant, now with recurrent mid-abdominal wall hernia. Abdomen: appropriately gravid. Moderate to large mid-abdominal ventral hernia at the umbilicus and below. Reducible. Impression/plan: complex multiply recurrent ventral hernia. Options discussed. I feel best option would be for component separation repair and strattice. Will have her complete pregnancy, once fully recovered from that, will consider repair. 02/20/09: norton hospital. C. Matthew brown, md. Operative report. Pre/postop dx: complex multiply recurrent ventral hernia. Procedure: complex ventral herniorrhaphy with xenograft component separation with advancement flap closure and lysis of adhesions. Complications: ¿no complications.¿ indication: a 28 year old woman a multiply [sic] recurrent complex ventral hernia has had two laparoscopic ventral hernia repairs with mesh now with recurrent large midline hernia. Procedure: ¿patient was placed in supine position, prepped and draped in sterile fashion. After adequate general anesthesia was induced a midline incision made, carried down sharply. Hernia sac encountered. This is fully mobilized and was opened, incarcerated omentum and transverse colon. The hernia sac fully excised. There were numerous dense adhesions throughout the hernia sac as well as to the fascia. Inferiorly below the hernia gore-tex mesh identified. Adhesions were carefully lysed requiring approximately 30 minutes to perform. The mesh mobilized circumferentially both anteriorly and posteriorly. At this point dr. Pietrantoni performed tubal ligation via separate pelvic incision. At the completion of this the fascia was widely mobilized up to the anterior axillary line bilaterally to facilitate primary closure of the muscle. Component separation was performed. Incision is made lateral to the rectus musculature and rectus sheath and the incision carried out superiorly and inferiorly well beyond the hernia bilaterally releasing the muscle centrally. Advancement flaps were able to be constructed and the muscles approximated in the midline with prolene suture. All areas dissected demonstrate excellent hemostasis. A 16 x 20 centimeter portion of stratus xenograft was placed. This was secured at all four corners with pds suture then secured circumferentially with a running segmental pds as well. The mesh was placed in a fairly snug fashion in the usual fashion secured to the fascia just beyond the component separation. Good repair. Good hemostasis. Two blake drains were brought via stab incision placed underneath the skin and secured. The wound in approximated layers with monocryl and staples. Sterile dressings were applied. Staples applied in the pelvic incision as well. All needle, sponge and instrument counts correct times 2. Blood loss approximately 50 cubic centimeters. She tolerated the procedure without complications and the [sic] left the operating room in stable condition.¿ 02/20/09: [ni]. Michael nowacki, md. Pathology report. Accession #: ns09-1145. Impression: 1) ventral hernia, resection: benign adipose tissue consistent with hernia. 2) fallopian tube, resection of segment of left fallopian tube: benign fallopian tube, complete cross section identified. Indication: ¿complex ventral hernia, desires sterility.¿ specimen removed: ventral hernia sac. Lt fallopian tube. Gross description: 1) received in formalin labeled ¿ventral hernia sac¿ are two portions of yellow-pink fibrofatty tissue measuring 9.0 x 4.0 x 2.5 cm. And 16.0 x 12.0 x 3.0 cm. Representative sections from each fragment are submitted in blocks (1-2). 2) received in formalin labeled ¿left fallopian tube¿ is a fimbriated 5.0 x 0.6 cm. Tan-gray fallopian tube segment which is serially sectioned and entirely submitted in blocks (3) and (4). 02/22/09: norton healthcare. Stephen kelsi. Discharge instructions. Activity: do not shower x 2 days. Do not drive car x 7 days. No heavy lifting/lifting over 10 lbs x 30 days. Empty drains twice daily. 02/22/09: norton hospital. Discharge instructions. Do not tub bathe until cleared by md. Incision care: keep sites clean and dry. When shower, allow soapy water to wash down abdomen and rinse with clean water. Gently pat sites dry. Watch for increased redness, pyrulent [sic] drainage, red streaking and increased pain. Call md if fever over 101.5. Records between 2/22/2009 and 3/22/2017 were not provided. 03/22/17: norton women¿s and children¿s hospital. M. David linkous, md. Radiology¿CT abdomen/pelvis. Indication: previous history of anterior abdominal wall hernia repair with new area of enlargement of the anterior abdominal wall which is painful. Fever developed yesterday. Impression: 10 cm diameter abscess of anterior supraumbilical subcutaneous tissues with findings likely indicating involvement of anterior abdominal wall as well in and surrounding the previously placed hernia mesh graft. 03/23/17: norton healthcare. Robert hooker, md. Procedure report. Fluoroscopic and ultrasound-guided abdominal wall fluid drainage with tube. Indication: abdominal wall subcutaneous abscess in a patient with h/o multiple hernia repairs. Procedure: ¿abdomen was sterilely prepped and draped and anesthetized with 1% lidocaine solution. Using ultrasound guidance a hawkins blunt needle was was [sic] advanced into the fluid collection. An amplatz wire was placed followed by placement of a 12 french pigtail catheter. The tube was advanced into the collection. Over 100 ml of purulent material were aspirated at the time of drain placement. Material was sent for culture.¿ findings: ¿there is a supraumbilical fluid collection within the anterior abdomen. Drain placement was performed. Over a 100 ml purulent material were aspirated.¿ impression: successful ultrasound and fluoroscopically guided drain placement within the intra-abdominal abscess. 03/27/17: norton women¿s and children¿s hospital. Darren cain, md. Radiology¿CT abdomen/pelvis. Indication: re-evaluate abdominal abscess. Findings: a percutaneous drainage catheter has been placed within the anterior abdominal abscess. There continues to be adjacent inflammatory changes. There is no obvious fluid collection seen on current exam. Inflammatory stranding is seen within the left anterior abdomen at the level of drainage catheter containing tiny pockets of gas. This appears separate from the original abscess collection. Scratch that. Postoperative changes from ventral hernia repair are stable. Impression: interim placement of a percutaneous drainage catheter with near complete resolution of the abscess collection. There continues to be low density inflammatory stranding adjacent to the catheter. Lateral to the drainage catheter in the left anterior abdomen lies a few pockets of gas with adjacent inflammatory stranding. This collection is separate from the previous abscess collection. Primary diagnostic considerations would include sequela from medicinal injections or the possibility of a developing second abscess. 04/11/17: norton women¿s and children¿s hospital. Robert hooker, md. Radiology¿fluoroscopic evaluation of abdominal drain. Indication: complex hx, h/o anterior abdominal wall subcutaneous abscess, percutaneous drain placement 03/23/17. Impression: only small amount contrast extends into l abdominal wall soft tissues, no large collection. Tube was cut and removed. [Jlyvers-4ppr-kba-00444] 04/16/17: norton women¿s and children¿s hospital. John burkett, md. Radiology¿CT abdomen/pelvis. Indication: abdominal wall abscesses. Fever. Vomiting. Findings: there is a gas and fluid collection within the subcutaneous tissues of the anterior abdominal wall measuring approximately 6.8 x 2.1 x 3.1 cm in the transverse, anteroposterior, craniocaudal dimensions. This is consistent with a small abscess. This is lightly larger that on prior study, drainage catheter has been removed. The adjacent gas and fluid collection largely resolved. There has been a prior ventral mesh hernia repair. Impression: interval removal of percutaneous drainage catheter within the subcutaneous tissues of anterior abdominal wall with recurrent subcutaneous abscess. The region of gas and stranding within l abdomen adjacent to this has nearly resolved. Postsurgical changes of prior ventral mesh hernia repair with atypical appearance of the ventral mesh. Although this may represent redundant mesh material, a retained sponge cannot be definitively excluded. This should be correlated with operative note and surgical procedure performed. Gas within the ventral mesh. This appears more prominent than on prior exam. There are several loops of small bowel closely opposed to the underlying abdominal wall. A fistula to the small bowel cannot be definitively excluded. 04/19/17: norton women¿s and children¿s hospital. Darren cain, md. Radiology¿us abdomen. Indication: evaluate for residual abdominal wall abscess. Impression: no residual or drainable subcutaneous abscess collection. 04/21/17: norton women¿s and children¿s hospital. Microbiology. Wound culture: abscess. Lactobacillus plantarum. 06/16/17: norton brownsboro hospital. Jeffery n. Sharpe, md. Operative report. Preop dx: infected abdominal wall mesh. Postop dx: same with recurrent ventral hernia and small bowel fistula to subcutaneous abscess. Procedure: complex ventral hernia repair, excision of infected abdominal wall mesh, lysis of adhesions greater than one hour, bilateral rectus abdominous muscle advancement flaps, excision of abdominal wall sinus tract, repair of small bowel fistula. Indication: this is a obese 35-year-old woman presenting with an 8 year history of implanted abdominal wall mesh for repair of a umbilical hernia. Over the past several years she is [sic] had numerous complications with purulent abdominal wall abscess requiring attempted external drainage with percutaneous drains which have proved unsuccessful for care. She has a chronic cellulitic anterior abdominal wall with recent CT scan evidence of retained abdominal wall mesh with surrounding fluid. She has pain and tenderness leading to an old drain site of the left lateral abdominal wall. A diagnosis of infected abdominal wall mesh is made and she presents after a mechanical and antibiotic bowel prep for surgical intervention. I discussed and she and her husband understand the potential risk of postoperative infection and bleeding which could require additional surgery as well as potential risk of hernia recurrence and the need for replacement of prosthetic mesh. Specimens: infected abdominal wound for permanent pathology and quantitative culture, infected abdominal wall mesh for permanent pathology. Drains: 19-french blake x 2. Procedure: ¿the procedure was performed with the patient lying in the supine position on the operating table. After adequate general anesthesia the skin of the anterior abdominal wall was prepped sterilely with chlorhexidine and draped. A timeout was then performed to correctly identify the patient, the procedure being performed, preoperative antibiotics, and allergies. A midline incision was made beginning just below the xiphoid process and extending down and around the umbilicus through very dense firm indurated subcutaneous tissue. Electrocautery was used to dissect the subcutaneous tissue down to the anterior midline abdominal wall fascia along the superior aspect of the wound and this was carried inferiorly to encounter a large softball size indurated mass of subcutaneous tissue. This was separated from umbilicus and then the umbilicus was separated from the anterior abdominal wall fascia. This allowed better access to the entire anterior abdominal wall and with this maneuver the large abscess cavity with surrounding scar tissue was excised with electrocautery and a #10 scalpel blade and carried along the left lateral abdominal wall up to the previous drain site just superior to the anterior superior iliac spine. This dissection took approximately one hour. Once it was completed it was apparent that there was a abscess channel extending in the midline deep down below the linea alba and the rectus fascia into the preperitoneal space. Lysis of adhesions greater than one hour was required to incise the anterior abdominal wall then carefully separated and divided the large indurated firm mass of infected prosthetic mesh from the anterior peritoneum and rectus sheath using electrocautery and sharp dissection. There was no evidence of any small bowel distention and small bowel was examined and not run completely from the ligament of treitz to the ileocecal valve. The omentum was noted to be adherent over this area very densely indurated and portions were excised along with the indurated mass using crile clamps and 2-0 silk sutures care was taken to separate the small bowel from this inflamed mass with metzenbaum scissors. At the very termination of the separation process a tacking stainless steel coil was noted to be attached and actually down into the lumen of antimesenteric border what appeared to be the mid jejunum and with this removal process a 1 centimeter enterotomy was created which was required to separate the small bowel from the infected mesh and the stainless steel coils/screw. No evidence of proximal or distal bowel obstruction and the antimesenteric enterotomy was closed in 2 layers using 3-0 chromic interrupted suture and then 2-0 silk interrupted sutures and secure tension-free manner. Once this was completed and all the infected mesh was excised abdominal cavity and abdominal wall space was irrigated with saline solution. All areas to be hemostatic. All previously placed ethibond and prolene sutures were identified along the rectus fascia and excised using suture scissors. At this point a 15 by 4 centimeter anterior abdominal wall defect was noted in the midline linea alba with intact rectus muscle fibers noted on both sides. An initial attempt was made to close the fascia primarily with prolene suture but there was excess tension. Subcutaneous tissue was then elevated from the left anterior rectus sheath laterally with electrocautery leaving perforating vessels intact to expose the external oblique muscle fascia from the rib cage down the umbilicus. A longitudinal relaxing incision was made with cautery and oblique fibers identified and this allowed advancement of the left rectus muscle 2 centimeters toward the midline but there is still excessive tension for closure. A similar procedure was carried out on the right side of the abdomen to expose the anterior rectus sheath of the right muscle carried laterally to the right external oblique fascia which was incised longitudinally exposing oblique fibers and this allowed 2 centimeters of advancement in the medial direction to allow closure of the midline linea alba with minimal tension. Renal prolene interrupted sutures were then used in a figure-of-eight manner to close the midline linea alba fascia and secure with minimal tension. 2, 19-french blake drains were placed via lateral stab incisions of the lower abdominal quadrants and secured to the skin with 2-0 silk. The abdominal cavity was again irrigated and the drains were placed in the deep cutaneous. Subcu and subdermal layers were closed with 2-0 vicryl interrupted suture and the lateral sinus tract in the left lateral abdomen was closed in similar manner and all skin incisions were closed with 3-0 nylon running suture. Bacitracin ointment and sterile gauze dressings were applied and secured with medipore tape. Sponge, needle, and instrument counts were correct x 2. The patient tolerated procedure well and was transported to the recovery room in satisfactory condition.¿ 06/16/17: norton brownsboro hospital. Theodore lee, md. Radiology¿surgical imaging guidance, kub. Indication: instrument count. Impression: the bowel gas pattern is unremarkable. There are 2 surgical skin staples overlying the mid abdomen on the r laterally. The distal tip of the nasogastric tube overlies the region of the distal stomach or duodenal bulb. There is a surgical instrument overlying the mid abdomen on the r laterally on only one of the kub images. Continued on attachment. - attachment: [event 41056 continuation h10.11.pdf]

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes (1695, 1930) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2005 through (B)(6) 2017 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices medical records from records (B)(6), 2009 through (B)(6), 2017 were not provided. Patient information: medical history: morbid obesity (B)(6) 2009: 232 lbs., bmi 35.2. (B)(6) 2017: 302 lbs., bmi 44.7. Prior surgical procedures: none implant #1 preoperative complaints: (B)(6) 2006: ultrasound pelvis: ¿intrauterine pregnancy is present of 6 weeks and 3 days gestation by gestational sac size.¿ (B)(6) 2006: ¿epigastric hernia, large. Epigastric pain.¿ ¿I saw while she was pregnant. Had developed large epigastric hernia, symptomatic. Able to be reduced easily.¿ implant #1 procedure: laparoscopic hernia repair with ¿gore-tex dual-plus mesh¿. Laparoscopic umbilical hernia repair (separate procedure). [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/04417112, 18cm x 24cm x1mm, thick] implant #1 date: (B)(6), 2006 [hospitalization dates (B)(6), 2006] description of hernia being treated: ¿the abdomen was examined. There was no sign of injury. The hernia was found to be quite large when insufflated. Three working ports were then placed in the anterior axillary line along the left side in their usual positions. There were no adhesions or nothing stuck in the hernia. The hernia was examined. She was also noted to have an umbilical hernia much lower. Using the spinal needle the outer dimensions of the hernia were measured. It was found to be 12 cm x 14 cm.¿ implant size and fixation: ¿a piece of mesh 15 cm x 15 cm [sic] was cut to fit. Then 0 ethibond sutures were placed in each of the corners. It was placed inside the abdominal cavity. It had been marked preoperatively to allow appropriate orientation. The mesh was then pulled up against the abdominal wall using endoclose. Endo tracker [sic] was used taking great care to make sure the tacks were securely imbedded in the mesh. The 0 ethibond sutures were then placed using the endoclose at the 3, 6, 9 and 12 o¿clock positions. Once this mesh was securely tacked down the umbilical hernia was identified. A smaller piece of mesh was cut to fit. Then 0 ethibond sutures were placed in each corner. These were then pulled transfascially to hold it in place. Clips were used once again being sure the clips were imbedded far enough to create any injury to bowel. Then 0 ethibond sutures were tied up to hold the mesh in place. The repairs were inspected. There was no sign of bleeding or injury of any intra-abdominal organ during the procedure. Instruments and trocars were removed and the abdomen was decompressed.¿ (B)(6) 2006: discharge summary: ¿admitted for pain control and observation postop. Wbc went up to 17,000 first day. Abdomen soft, remained afebrile. Next day wbc came down.¿ implant #2 preoperative complaints: (B)(6) 2007: ¿we did previous repair of ventral hernias on her before. She apparently at work was pulling on something which caused her to strain her abdominal wall and she felt she had a new hernia. On examination she felt like she had a new epigastric hernia in a different location from the other hernias.¿ implant #2 procedure: laparoscopic ventral epigastric hernia repair with gore-tex dual plus mesh. Lysis of adhesions, 1 hour spent, separate procedure. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/05160779, 18cm x 24cm x1mm, thick] implant #2 date: (B)(6), 2007 [hospitalization (B)(6), 2007] description of hernia being treated: ¿the hernia became very noticeable once the abdomen was insufflated. Three working ports were then placed along the left side in the anterior axillary line. A 10/12 port and two 5 ports were placed in the usual position. An extensive lysis of adhesions was then begun. There was noted to be extensive adhesions down into the hernia sac which could be taken down as it was being reduced manually. There were also extensive adhesions to the mesh of omentum and intestine. There was intestine incarcerated within the hernia sac which was gently pulled out. This bowel appeared to have had some thinning and looked somewhat inflamed but appeared viable. All bowel that was taken down was inspected several times throughout the procedure at varying times in order to make sure that there was no missed perforation. Once the adhesions were taken down and the hernia sac was divided with the hernia being easily visible, a spinal needle was used to mark the outlines of the new epigastric hernia. The other meshes could be seen in there [sic] place and there was no recurrent hernia through the mesh or immediately adjacent to the mesh .¿ implant size and fixation: ¿a piece of mesh was then cut to fit to allow 3 to 4 cm of overlap of the hernia defect. Also allowed enough to have overlap of the previously placed mesh. Sutures of 1-0 ethibond were placed in each of the 4 corners and the mesh was rolled up and placed inside the abdominal cavity through the large trocar site. Once the mesh was in position 1-0 ethibond sutures were used in each of the 4 corners to pull the mesh up into its normal position. The mesh had been marked for appropriate orientation. Protacker was then used to tack the mesh circumferentially. Sutures of 1-0 ethibond were then placed through small stab incisions using the endoclose at the 12, 3, 6, and 9 o¿clock positions. Once the mesh was in good place, the abdomen was inspected. There was no sign of bleeding anywhere. Copious irrigation was performed. The small bowel was then run once again to be sure that there was no missed perforation or tear within the small bowel. None was seen.¿ (B)(6) 2007: discharge summary: ¿postop she was watched closely for signs of bowel perforation. Wbc came down to normal. At time of d/c [discharge] doing well.¿ relevant medical information: (B)(6) 2008: ¿27 weeks pregnant, now with recurrent mid-abdominal wall hernia. Abdomen: appropriately gravid. Moderate to large mid-abdominal ventral hernia at the umbilicus and below. Reducible.¿ explant #1 preoperative complaints: (B)(6) 2009: ¿... Multiply [sic] recurrent complex ventral hernia has had two laparoscopic ventral hernia repairs with mesh now with recurrent large midline hernia. Explant #1 procedure: ¿complex ventral herniorrhaphy with xenograft component separation with advancement flap closure and lysis of adhesions.¿ explant #1 date: (B)(6), 2009 [hospitalization (B)(6), 2009] ¿hernia sac encountered. This is fully mobilized and was opened, incarcerated omentum and transverse colon. The hernia sac fully excised. There were numerous dense adhesions throughout the hernia sac as well as to the fascia. Inferiorly below the hernia gore-tex mesh identified. Adhesions were carefully lysed requiring approximately 30 minutes to perform. The mesh mobilized circumferentially both anteriorly and posteriorly. At this point dr. Xxxx performed tubal ligation via separate pelvic incision. At the completion of this the fascia was widely mobilized up to the anterior axillary line bilaterally to facilitate primary closure of the muscle. Component separation was performed. Incision is made lateral to the rectus musculature and rectus sheath and the incision carried out superiorly and inferiorly well beyond the hernia bilaterally releasing the muscle centrally. Advancement flaps were able to be constructed and the muscles approximated in the midline with prolene suture. All areas dissected demonstrate excellent hemostasis. A 16 x 20-centimeter portion of stratus [sic] xenograft was placed. This was secured at all four corners with pds suture then secured circumferentially with a running segmental pds as well.¿ - 2/9/09: pathology report: ¿received in formalin labeled ¿ventral hernia sac¿ are two portions of yellow-pink fibrofatty tissue measuring 9.0 x 4.0 x 2.5 cm. And 16.0 x 12.0 x 3.0 cm.¿ ¿2) received in formalin labeled ¿left fallopian tube¿ is a fimbriated 5.0 x 0.6 cm. Tan-gray fallopian tube segment which is serially sectioned and entirely submitted in blocks (3) and (4).¿ (B)(6) 2009: discharge instructions: ¿empty drains twice daily.¿ relevant medical information: (B)(6) 2017: CT abdomen: ¿10 cm diameter abscess of anterior supraumbilical subcutaneous tissues with findings likely indicating involvement of anterior abdominal wall as well in and surrounding the previously placed hernia mesh graft .¿ (B)(6) 2017: fluoroscopic and ultrasound-guided abdominal wall fluid drainage with tube. ¿there is a supraumbilical fluid collection within the anterior abdomen. Drain placement was performed. Over a 100 ml purulent material were aspirated.¿ (B)(6) 2017: CT abdomen: ¿interim placement of a percutaneous drainage catheter with near complete resolution of the abscess collection. There continues to be low density inflammatory stranding adjacent to the catheter. Lateral to the drainage catheter in the left anterior abdomen lies a few pockets of gas with adjacent inflammatory stranding. This collection is separate from the previous abscess collection. Primary diagnostic considerations would include sequela from medicinal injections or the possibility of a developing second abscess.¿ (B)(6) 2017: fluoroscopic evaluation of abdominal drain: ¿only small amount contrast extends into l abdominal wall soft tissues, no large collection. Tube was cut and removed.¿ (B)(6) 2017: ultrasound abdomen: ¿no residual or drainable subcutaneous abscess collection.¿ explant #2 preoperative complaints: (B)(6) 2017: ¿... Presenting with an 8-year history of implanted abdominal wall mesh for repair of an umbilical hernia. Over the past several years she is [sic] had numerous complications with purulent abdominal wall abscess requiring attempted external drainage with percutaneous drains which have proved unsuccessful for care. She has a chronic cellulitis anterior abdominal wall with recent CT scan evidence of retained abdominal wall mesh with surrounding fluid. She has pain and tenderness leading to an old drain site of the left lateral abdominal wall. A diagnosis of infected abdominal wall mesh is made and she presents after a mechanical and antibiotic bowel prep for surgical intervention.¿ explant #2 procedure: complex ventral hernia repair, excision of infected abdominal wall mesh, lysis of adhesions greater than one-hour, bilateral rectus abdominous muscle advancement flaps, excision of abdominal wall sinus tract, repair of small bowel fistula. Explant #2 date: (B)(6) 2017 ¿a midline incision was made beginning just below the xiphoid process and extending down and around the umbilicus through very dense firm indurated subcutaneous tissue. Electrocautery was used to dissect the subcutaneous tissue down to the anterior midline abdominal wall fascia along the superior aspect of the wound and this was carried inferiorly to encounter a large softball size indurated mass of subcutaneous tissue. This was separated from umbilicus and then the umbilicus was separated from the anterior abdominal wall fascia. This allowed better access to the entire anterior abdominal wall and with this maneuver the large abscess cavity with surrounding scar tissue was excised with electrocautery and a #10 scalpel blade and carried along the left lateral abdominal wall up to the previous drain site just superior to the anterior superior iliac spine. This dissection took approximately one hour. Once it was completed it was apparent that there was a [sic] abscess channel extending in the midline deep down below the linea alba and the rectus fascia into the preperitoneal space. Lysis of adhesions greater than one hour was required to incise the anterior abdominal wall then carefully separated and divided the large indurated firm mass of infected prosthetic mesh from the anterior peritoneum and rectus sheath using electrocautery and sharp dissection. There was no evidence of any small bowel distention and small bowel was examined and not run completely from the ligament of treitz to the ileocecal valve. The omentum was noted to be adherent over this area very densely indurated and portions were excised along with the indurated mass using crile clamps and 2-0 silk sutures care was taken to separate the small bowel from this inflamed mass with metzenbaum scissors. At the very termination of the separation process a tacking stainless steel coil was noted to be attached and actually down into the lumen of antimesenteric border what appeared to be the mid jejunum and with this removal process a 1 centimeter enterotomy was created which was required to separate the small bowel from the infected mesh and the stainless steel coils/screw. No evidence of proximal or distal bowel obstruction and the antimesenteric enterotomy was closed in 2 layers using 3-0 chromic interrupted suture and then 2-0 silk interrupted sutures and secure tension-free manner. Once this was completed and all the infected mesh was excised abdominal cavity and abdominal wall space was irrigated with saline solution. All areas to be hemostatic. All previously placed ethibond and prolene sutures were identified along the rectus fascia and excised using suture scissors. At this point a 15 by 4 centimeter anterior abdominal wall defect was noted in the midline linea alba with intact rectus muscle fibers noted on both sides. An initial attempt was made to close the fascia primarily with prolene suture but there was excess tension. Subcutaneous tissue was then elevated from the left anterior rectus sheath laterally with electrocautery leaving perforating vessels intact to expose the external oblique muscle fascia from the rib cage down the umbilicus. A longitudinal relaxing incision was made with cautery and oblique fibers identified and this allowed advancement of the left rectus muscle 2 centimeters toward the midline but there is still excessive tension for closure. A similar procedure was carried out on the right side of the abdomen to expose the anterior rectus sheath of the right muscle carried laterally to the right external oblique fascia which was incised longitudinally exposing oblique fibers and this allowed 2 centimeters of advancement in the medial direction to allow closure of the midline linea alba with minimal tension. Renal prolene interrupted sutures were then used in a figure-of-eight manner to close the midline linea alba fascia and secure with minimal tension. 2, 19-french blake drains were placed via lateral stab incisions of the lower abdominal quadrants and secured to the skin with 2-0 silk.¿ (B)(6) 2017: pathology report: ¿specimen source: chronic abdominal wall abscess. Infected abdominal wall sinus tract from old drain site. Infected abdominal wall mesh.¿ ¿impression: infected prosthetic mesh of abdominal wall.¿ ¿soft tissue, infected abdominal wall mesh, debridement: fibroadipose tissue with abscess, granulation tissue, polarizable foreign material, and adjacent foreign body giant cell reaction.¿ (B)(6) 2017: exploratory laparotomy with ligation of right inferior epigastric artery: ... Was initially stable postop but early this a.m. Developed hypotension and tachycardia and was noted to have a drop in hemoglobin to 8.2. On examination diagnosis of postoperative hemorrhage and blood loss anemia is made and she is returned to the operating room for exploratory laparotomy for control of bleeding.¿ ¿with additional exploration a [sic] active arterial bleeding point was noted in the medial aspect of the midportion of the right rectus muscle and this was controlled with 2-0 vicryl suture ligature. The superior to represent inferior epigastric artery. The distal portion of this artery was also suture ligated although there was no obvious bleeding. This was done using 2-0 vicryl interrupted suture. The peritoneal cavity was explored and an additional large amount of clotted blood was noted throughout. Conclusion: #2 gore® dualmesh® plus biomaterial, 1dlmcp06/05160779 it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05160779 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: no new details were obtained. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic epigastric hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007 an additional procedure occurred whereby the gore device was explanted. It was reported to gore that the patient underwent laparoscopic epigastric hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009 and (B)(6) 2017 additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions to mesh and infection. Additional event specific information was not provided.